Event description:
It was reported that during the implant procedure the wire was stuck in the left ventricular (lv) lead and unable to be pulled out. The lead was replaced. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece with the guidewire stuck inside the lead. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the ptfe guidewire coating was bunched up/clogged with the inner coil distal to the connector pin. The cause of the reported event was due to bunched up ptfe coating of the guidewire inside the inner coil that prevented the removal of the guidewire and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly. Electrical testing did not find any indication of conductor fractures or internal shorts.